Event description:
Ambu resuscitation bag (spur ii) with open tube reservoir. Reservoir easily pulls off inlet port. Exposes oxygen supply line, which is not attached to a nipple. Supply line lays in a "u" - shape channel and became dislodged. Result with no oxygen flow to bag.